Event description:
Customer reported an issue with the breathing systems heater, which may have affected anesthesia. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the breathing system. Unit was calibrated and safety tested to factory specifications.